Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached while inside of the patient at 86,986 joules. Also, it was reported that all fiber pieces were retrieved. No patient injury was reported.